Event description:
During a left atrial procedure, an air leak occurred resulting in an air embolism with st elevation. After mapping the left atrium, the advisor hd grid mapping catheter was being exchanged for another catheter to start ablation. Upon withdrawal of the catheter from the swartz sheath, it was noted that air had entered the sheath during the withdrawal process. The air was immediately aspired from the sheath. Moments later the patient showed bradycardia and st elevation in all ECG leads and it seemed that air had entered the blood pool. For the air embolism the patient was given oxygen and infusion therapy. After a few minutes, the st elevation disappeared and the procedure was successfully completed. The patient was discharged with no adverse consequences. The physician alleges that the sheath leaked air due to the catheter morphology and position of the insertion tool on the sheath.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a left atrial procedure, an air leak occurred resulting in an air embolism with st elevation. After mapping the left atrium, the catheter was being exchanged for another catheter to start ablation. Upon withdrawal of the first catheter from the sheath, it was noted that air had entered the sheath during the withdrawal process. The air was immediately aspired from the sheath. Moments later the patient showed bradycardia and st elevation in all ECG leads and it seemed that air had entered the blood pool. After a few minutes, the st elevation disappeared and the procedure was successfully completed.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. An event of an air embolism and st elevation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.